Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu, (lot #n1m0530y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively, deep endometriosis surgery was performed on the patient. During the procedure, a portion of the intestine was stapled using a powered stapler using two reloads. At the time of surgery, no iatrogenesis was evident in the staple line. Two days after surgery, the patient developed an abdominal distention and needed to be re-treated. According to the medical report, the clip line was intact, however there was an opening from the surgery after the line.